Event description:
It was reported that leakage was observed from the bonding connection between the dpt and the flush device during priming before use. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.